Manufacturer narrative:
Pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform self test and displacement test due to lcd damaged.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display. The customer¿s mother reported that pump was working fine at school but when son came home she realized missing pixel on the top right corner of the screen. The customer blood glucose level was unknown at the time of the incident. The customer tried changing battery and it does the same thing. The customer stated no moisture damage. The insulin pump will be returned for analysis.